Event description:
It was reported that while in the heart inv. Unit's cath lab, the intra-aortic balloon (iab) was inserted via the right femoral artery. The insertion was without incident. Upon initiating the iab pump to "on", the md noted the pump alarmed "high pressure alarm." The pump was exchanged and another pump alarmed "high pressure alarm." The patient had fluoroscopy done, and at that time it was noted that the iab had not completely unfurled at the tip end. The md removed the sheath and the iab as one unit, and inserted another iab without incident. The patient outcome is "fine."

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.